Event description:
The user facility reported that impella cp was placed in the middle of the percutaneous coronary intervention (pci) procedure as the patient started to decompensate. After the percutaneous coronary intervention (pci) procedure, medical doctor noticed a lack of bilateral femoral pulses on the patient. Medical doctor decided to wean and explant the impella in cardiac catheterization laboratory. Patient tolerated wean and pump was successfully explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: potential adverse events (united states) - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿